Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): (1) the following was reported: a hamilton-c6 device stopped during ventilation, patient use, as observed by nursing staff. The device was inspected at the neuhäusel workshop, where blower noise and a burnt smell were noted. The blower was replaced, the technical safety check was completed successfully, and the device passed both the functional test and trial run. (2) no further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ags ref: (B)(4); hamilton medical ags conclusion: it was reported during patient ventilation with a hamilton-c6, that the ventilation stopped, and an additional device was required. The hamilton-c6 was subsequently investigated in the service workshop. Loud rattling noises and a burnt smell were noted at the blower. Logfile analysis showed various technical errors indicating an ambient state condition during ventilation. During the hardware analysis of the blower case, foreign particles were found outside the output of the turbine and inside the turbine. Investigation of these particles is in progress. Cables of the turbine are in perfect condition, with no damages. Turbine rotates with some resistance. No evidence of burns or any burnt smell is present on either the turbine or the blower housing. The root cause is grease volatilization in the turbine¿s ball bearing, which reduces lubrication and leads to wear. This issue is known and is already being addressed. Conclusions: most probable root-cause is the ball bearing damage is due to grease volatilization due to temperature and aging, which reduces lubrication and can damage/destroy the turbine¿s ball bearing. The on-site service technician reported that the blower was replaced. After replacement, the device successfully passed all service software checks and was returned to use.